Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . Reported event was confirmed by review of medical records. Primary operative states no intra-operative complication, however there was delay in surgery for more than 3 hrs. Office visit notes patient has pain and had to use a cane since his right knee replacement and has about a 10 degree flexion contracture. Patient's leg is numb from the thigh down from his total knee arthroplasty and patient says his total knee arthroplasty feels unstable. Patient had an office visit for neuropathy that resulted from the surgery. X-ray review by third party health care professional states three views of the right knee demonstrate a right total knee arthroplasty without significant radiolucency. No bony fracture. No significant joint effusion. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Per the package insert, pain and nerve damage are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This event was originally reported under MFR report number 0001822565-2019-02859. Following product identification, it will now be sent under MFR report number 3007963827-2019-00232. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00230, 0001822565-2019-02858, and 0002648920-2019-00587. Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 11, catalog#: 42500607002, lot#: 63702220; articular surface fixed bearing cps right 12 mm height, catalog#: 42522600812, lot#: 63435556; all poly patella cemented 29 mm diameter catalog#: 42540000029, lot#: 63695650. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. The surgeon expected to do a cruciate retaining knee, but realized that he would instead need to do a posterior stabilized knee as he did get the expected flexion and extension intra operatively despite of additional bone removal from tibia. A posterior stabilized knee kit was not available nearby, so the patient was kept under general anesthesia for twelve (12) hours while a posterior stabilized kit was retrieved. Patient is now reporting pain, numbness, non functioning joint, and nerve damage. No revision procedure has been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.